Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lines in the system controller¿s lcd screen was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the lcd screen was observed to be distorted and multiple lines were also observed in the screen, causing the information on the screen to be difficult to read. The returned screen was replaced with a known working screen and the issues resolved, isolation the issue to the screen. The reported event of lines in the lcd screen was determined to be due to an issue with the lcd screen; the observed lines in the lcd were due to the thin film transistors being shorted. A corrective and preventative action (CAPA) was implemented to address the issue of lines in the lcd screen; however, the returned system controller was manufactured prior to the implementation of the CAPA, which updated the fabrication procedure. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 26jun2017. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller display showed lines then eventually turned all white without a display a few months later.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.